Event description:
It was reported that the customer passed away while wearing the insulin pump, and the cause of the death was not determined yet. It was also stated that the endocrinologist mentioned that the customer tended to over treat. Furthermore, it was reported that when the customer was found deceased and decomposing, the infusion set was not attached to her body, it was wrapped around her wrist. No further information was provided.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing including the displacement test. After testing it was concluded that the device operated within specifications.